Event description:
Further follow-up indicates the patient had surgical intervention on (B)(6) 2020, during which the ipg was explanted and replaced. The issue was resolved and therapy has been restored.

Manufacturer narrative:
A patient reported ipod communication issues to abbott. Trouble shooting steps did not resolved the issue and as a result, the ipg was explanted and replaced. A review of documentation supplied with the implant states that electromagnetic interference (emi) sources should not be used in close proximity to an implanted system. Based on the information received, the cause of the reported incident is consistent with user error.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report the device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Event description:
It was reported the patient's ipg was inoperable as it would no longer communicate with external devices. A company representative attempted to troubleshoot the issue with a programmer but was unsuccessful. As the result, the patient may undergo surgical intervention to address the issue.